Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). This case is being reported because the subject caravel mc microcatheter (model# crv135-19m) is being distributed as the caravel micarocatheter (model# crv135-19p) in the us. Brand name (d1) is, therefore, caravel mc as indicated on the product package label; accordingly, the product name in this report is referred to as caravel mc microcatheter. The reported caravel mc microcatheter was returned for investigation. The returned caravel mc microcatheter was found with its distal tip detached. Microscopic observation found a trace of ductile fracture on the tip fracture end. The remaining tip length indicated that the tip polymer-only segment of the caravel mc microcatheter was stretched and torn off at approximately 1mm from its tip end. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that tension generated with catheter withdrawal might have been locally accumulated to the subject caravel mc microcatheter while its distal segment was caught due to anatomical and lesion conditions. Consequently, the tip polymer was stretched and torn off. It was concluded that this event was not attributed to product quality. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damage to this microcatheter, and damage the blood vessel.) This microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing this microcatheter into or through stenotic areas, and narrower vessels than the microcatheter. (Abrasion may result in damage of this microcatheter. This may cause vascular injury and perforation.) [Malfunction and adverse effects] ~ separation.

Event description:
It was reported that an asahi caravel mc microcatheter was used to treat a moderately calcified, moderately flexuous, and 90-99% occluded lesion in segments #6-7 of the left anterior descending artery (lad) during a percutaneous coronary intervention (pci). The lesion was crossed with an asahi sion blue guide wire. When the sion blue guide wire was replaced by an asahi grand slam guide wire in order for delivery of an unspecified treatment device and the subject caravel mc microcatheter was removed, resistance was met. Out of the patient anatomy, the tip of the subject caravel mc microcatheter was found detached. The physician decided to push the tip fragment distally in a branch for conservation. It was informed that the procedure was continued and completed with stent deployment, and the patient was discharged.